Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the vagina was opened and the dissection was done with no problem. The physician loaded the pinnacle onto the capio device and performed the first throw through the sacrospinous ligament with no problem. The physician did the second throw, and there was expected heavy bleeding due to an artery being hit. A general surgeon was called in, and the patient's abdomen was opened and packed with sponges. The bleeding stopped, and an arterial graft was placed. The procedure was completed using the pinnacle mesh as an abdominal sacrocolpopexy. The patent is reportedly "fine" post-procedure. The physician noted that the patient is very scarred inside her pelvis, and has severe endometriosis from gastric surgery years prior.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.